Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire tip separation requiring medical intervention. Device issue: guide wire tip separation. It was reported that during a left renal artery stenting procedure, using a brachial approach, three guide wires from another company would not cross. The physician attempted an asahi miracle bros guide wire and met resistance and was not able to advance the guide wire any further. The physician attempted to pull the guide wire out when approximately 3 cm of the guide wire tip snapped off within the aorta. A snare device was used to remove the guide wire tip successfully. There were no reported patient effects. No additional event or patient information is available. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, distributor distributes the device and is responsible for MDR reporting.